Event description:
Event/occurrence report dated (B)(6) 2010. ER scanner head artifact on multiple pts (siemens somatom sensation open). Pt had to have another scan done in ct3 (siemens sensation 64) on the 4th floor in radiology. ER CT dose 1.93, ct3 dose 1.59.